Event description:
Device malfunction: device #2 needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, a needle was not captured by a cuff. The device was removed and a second and third proglide device were used with the same results. The device was removed and a fourth proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). Device #1: part #12673-03, lot #84009-6h indicated are being filed under medwatch MFR number 2953144-2010-00270. Device #2: part #12673-03, lot #84009-6h indicated are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.